Event description:
Two incisional hernias [incisional hernia]. Case description: spontaneous report received on (B)(6) 2011 from a health care provider, regarding a (B)(6) male patient, initials (B)(6). The patient was included in the iss sepra-c2t protocol since (B)(6) 2009. The patient had a history of hypertension, respiratory failure, diabetes mellitus and an arm fracture. On (B)(6) 2009, the patient received 4 seprafilm sheets on his liver. The lot number was reported to be 08np457. On (B)(6) 2010, the patient had two incisional hernia, one located at the junction of the median scar and the sub-costal scar ("neck" size: 3-4 cm) and a second one, smaller, located lower in the periumbilical region. At the time of this report, the outcome of the patient was reported to be ongoing. The hcp reported, the patient's adverse event had a possible relation to seprafilm and a possible relation to the surgical placement of seprafilm. There were no concomitant medications. The patient was scheduled to have surgery for hernia repair and mesh placement in the future on (B)(6) 2011. At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.